Event description:
It was reported that a patient underwent a laparoscopic exploration and intestinal perforation repair under general anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure, when the surgeon used suture to repair the intestine, the needle tip broke and fell off (about 1 * 1mm). After using the needle, it was immediately discovered that the needle tip was missing. The chief surgeon and many others searched for the needle tip around the incision but failed. Later, a c-arm machine was used to fluoroscopy the abdominal incision and its surroundings. The c-arm image showed no needle tip, and a sterile magnet was used to search for it around the incision intestine, but it was not found. Suspected of not being in the patient's body, due to the condition, the doctor ultimately decided to flush the abdominal cavity extensively and close the incision. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: what is the most condition of the patient? Was any other tissue damaged as a result of searching the needle? Is there a second surgery schedule to search the needle? Please provide more information please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.